Event description:
The hcp reported there was difficulty with the insertion of the catheter and twice, when pulled out, the tips were left in the pt's csf. The pt is reported to be doing fine with no problems.